Manufacturer narrative:
The product was not returned for evaluation. A video was provided by the site. Three implants are shown. It is unknown which correspond to this file. After two of the lenses are delivered there appear to be fold lines observed. No lines were observed on the third lens. The video was forward to r&d and was reviewed by the manager, iol delivery systems. There appear to only be compression or folding marks. The nozzle insertion depth and minimal delay in advancing the plunger may be contributory factors. Lens also seems to be advanced from the ½ turn threads engaged location which means that the most extreme folding compression occurs uninterrupted during the implantation advancement. It is unknown if the qualified lens model was in the approved diopter range. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported to a sales person that during an intraocular lens (iol) implant procedure, the lens was scratched by the cartridge. The scratch was not in the visual axis, so it was left implanted. There was no harm to the patient. Additional information was requested.